Manufacturer narrative:
The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2011. During the procedure, the scrub tech attempted to assemble the humeral tray and bearing together, but they did not line up. A second bearing was opened and the scrub tech attempted to assemble it to the humeral tray, but again they did not appear to line up. Another humeral tray that was on hand was opened and it assembled to the bearing. The surgery was completed with no reported injury to the patient or significant delay to the procedure.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2011. During the procedure, the scrub tech attempted to assemble the humeral tray and bearing together, but they did not line up. A second bearing was opened and the scrub tech attempted to assemble it to the humeral tray, but again they did not appear to line up. Another humeral tray that was on hand was opened and it assembled to the bearing. The surgery was completed with no reported injury to the patient or significant delay to the procedure.